Manufacturer narrative:
Failure analysis for fiber (B)(4):the distal part of the glass cap is detached and not returned; the fiber is fractured distal to glue zone at the bevel edge; the fiber exhibits moderate detritus adhesion. Based on the analysis above, the potential for forward firing may exist.probable root cause:based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the beam was observed to be forward-firing.the procedure was completed upon device malfunction.the patient outcome was reported to be "fine" - there were no injuries reported.gland volume: 70 ml.time expended: 30 minutes.joules used: 100,000.